Manufacturer narrative:
There was no report of a device failure. However a user error cannot be excluded at this time. The investigation is ongoing. The investigation result will be reported in the follow up-report.

Event description:
It was reported that "the clinical engineer was called by the anesthetist to check the anesthesia device because of desaturating on the patient. The procedure was a bronchoscopy to change the tracheal tube and the patient's age is 1 year and 10 months. According to anesthetist, she had full knowledge that the equipment was in manual mode, as it was a fast and low complexity procedure. It was reported that "the saturation dropped to 19% pointed by the monitor; so the patient was connect directly from the o2 supply system and the saturation immediately rise to 80%.".

Manufacturer narrative:
The log file was downloaded 2 days after the reported date of event. Unfortunately, the user section which captures alarms and parameter readings was already overwritten by newer entries due to continued use of the device. The error log confirms that the device passed the self-test performed prior to the respective surgical procedure and it contains no entries of technical malfunctions for the period in question. In follow-up of the event the device was subject to the full scope of tests against specifications and, no nonconformities could be determined. The internal patient gas monitoring allows a permanent overview with respect to inspiratory and expiratory oxygen concentration as well as etco2 and agent values; deviations from the set o2 concentration of the inspiratory gas wil be alerted in accordance to the user-set limits. Low pressure of or total interrupt in gas supply will be detected and alerted to the user as well. No hints for a potential malfunction during the course of event have been found throughout these features. Thus, the reported observation of temporary desaturation can neither be confirmed nor explained based on the level of information available to date. The customer has also not observed any device malfunctions during the period in question.

Event description:
Please refer to initial MFR. Report # 9611500-2015-00236.